Event description:
The family noticed in 2004, that the patient had had a slight drop in performance. Testing showed that the device had increasing impedances on 4 channels. This appeared to be a one time drop in performance. However, the number of channels with hi impedance continued to increase and a decision was made to re-implant the patient.